Event description:
The customer reported that the device insulation came off and fell into the pt cavity. The material was retrieved from the cavity. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.